Event description:
It was reported that at a routine follow up visit six months after a normal device check, the device was unable to be interrogated and there was no response to magnet. Also the device had no pacing or output observed on electrocardiogram. The device was scheduled to be changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.